Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not receiving audio alerts on the g5 moblie application. No additional patient or event information is available.